Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 5086mri implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient received a magnetic resonance imaging (MRI) procedure with a device that may have not had the "settings changed" prior to the MRI scan. A subsequent device follow-up noted no anomalies with the device and it remains in use. No patient complications have been reported as a result of this event.